Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating grade 4+ functional mitral regurgitation (mr). Two clips were implanted without issue. During deployment of the third clip, after approximately 20 cm of gripper line was removed, the gripper line became stuck on the clip delivery system (cds). The line was pulled, but could not be removed, so it was decided to remove the cds. The tip of the steerable guide catheter was oriented to point directly at the implanted clip and the gripper line was able to be removed. The clip was successfully deployed, reducing mr to grade 1+. Post procedure, the patient was in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability to remove the gripper line was confirmed. A knot was observed in the gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, given the size and location of the knot, it is possible that the gripper line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the gripper line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the gripper line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.